Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's device is no longer proving therapy and is off/disabled. The patient was directed to contact their healthcare professional to schedule replacement surgery. The patient had an increase in pain and his patient programmer batteries were out. The patient changed out the batteries and saw a "call your doctor" icon with an eos message. The patient states he has been implanted for nine months.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.